Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow. Date of event : (B)(6) 2022. Samples : available.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1229477 device expiration date : 08/31/2026. Device manufacture date : 08/17/2021. Lot # : unknown device expiration date : unknown. Device manufacture date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-apr-2022 h6: investigation summary customer returned (39) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles clogged during priming. All returned pen needles were examined and 22 out of 39 samples exhibited a bent non patient end of the cannula. All remaining needles exhibited a broken non patient end of the cannula. See attached photo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to confirm the customer¿s indicated failure (bent and broken non patient end of the cannula) root cause is user related as the bent and broken non patient end of the cannula was caused during use of the product by the customer. H3 other text : see h10

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow. Date of event : (B)(6) 2022 samples : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter: the consumer reported needle clog during priming stating that there is no insulin flow. Date of event: (B)(6) 2022. Samples: available.